Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, the user¿s caregiver reported an event from (B)(6) 2025 where the user was on ilet with a continuous glucose monitor (cgm) showing low, but a blood glucose meter reading confirmed bg was 1067 mg/dl. The user was transported to the hospital by a caregiver, where they were admitted to ICU and treated with intravenous insulin. Dka was not diagnosed. The user was discharged (B)(6) 2025 and resumed insulin pump therapy. No long-term health effects were reported.